Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. There was no motor error alarm on the device. The insulin pump was unable to prime during priming test due to faulty force sensor resistor. The motor was tested outside the device and passed. The insulin pump was received with minor scratches on the lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer's mother reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was over 600 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer was trying to bolus when they received the motor error alarm and customer's mother gave them a shot. Customer was able to rewind the insulin pump and the device is now alert when rewinding. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.